Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue began on an unspecified date in (B)(6) 2013. It is not known if the meter power issue was intermittent. The patient informed the cca that she manages her diabetes with insulin and denied taking any action regarding her usual diabetes management regimen due to the issue. The patient reported developing symptom of sweaty approximately 1 week after the issue began. It is not known if the patient associated the symptom with a blood glucose excursion. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter¿s battery did not need to be replaced per the owner¿s booklet recommendation. The power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter power issue began.